Manufacturer narrative:
G2: country of origin - japan. H3: product analysis - product:9560100, lotno:1183180 the requested phenomenon could not be observed during the incoming inspection, but it was found that there was a scratch on the tip of the outer tube, and that a foreign object could be seen if focus was shifted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having micro endoscopic discectomy. It was reported that the image was cloudy. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the procedure was micro endoscopic discectomy (med). The event context was intra operative.